Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported air in line error. A review of the event history log identified air in line messages. Visual inspection determined to be damaged ultrasonic flex cable. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line error. There was no known patient injury or medical intervention associated with this event. No additional information is available.